Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the device shut down without warning at the end of a case. There was no patient injury reported.

Event description:
It was reported that the device shut down without warning at the end of a case. There was no patient injury reported.

Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed and the reported symptom of shutdown could be traced using the logfile records. However, based on the analysis, the exact root cause could not be determined and there were also no indications for the pba therapy control unit m16.2 causing the problem. Nevertheless, the replacement of the m16.2 was recommended as a precautionary measure, and the pba was returned for investigation. Components other than the m16.2 could be excluded as root cause as a device shutdown would then have to be caused by a permanent hardware failure and the device could be put back into operation after the replacement. Based on the investigation of the replaced pba in a lab device, no deviations from the specification were found either. The device including the pba was operated for a total of 10 days in alternating operating modes with different settings and system tests being carried out at irregular intervals. There were no indications for a malfunction found and the reported symptom could not be reproduced. Dräger finally concludes that most likely, the reported device shutdown was caused by a failed reset at the processor level of the pba m16.2, although no corresponding information could be found in the logs. In the case of a complete failure of the device, automatic ventilation is no longer possible, electronic gas dosage as well as device and patient monitoring are out of function. An acoustic alarm is given (continuous alarm tone generated by the secondary alarm system), indicating the failure to the user. Continuation of therapy remains possible by using the o2 safety flow (electronically controlled gas mixer) or the flow control valves (mechanically controlled gas mixer) for a manual ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.